Manufacturer narrative:
No button error alarm was noted during testing. However, the insulin pump had intermittent act button response due to corroded keypad traces. The insulin pump had a cracked display window, cracked case at a display window corner, cracked battery tube threads, a completely broken reservoir tube lip and a missing reservoir tube seal.

Event description:
The customer reported via telephone call that the insulin pump was damaged at the reservoir compartment and that the seal was missing. The customer reported a button error alarm and that the buttons were unresponsive. The customer did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.